Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Sixteen (16) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. Reference: complaint #(B)(4)(ethicon's complaint# (B)(4)). Item #sxmd1b100 stratafix spiral pga-pcl knotless tissue control device. Ps-1 2-0 monoderm 30cm, lot: unk.

Event description:
It was reported that, surgeon reported several cases of suture spitting in the middle of the incision, post-operatively from anterior hip procedures. (B)(4).